Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated w/ the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported that a saline bag backfilled on a dialysis machine during recirculation. There was no pt involvement. The clinic's biomedical tech resolved the issue by replacing the air separator; the machine is back in svc. The replaced air separator has been discarded.